Manufacturer narrative:
(B)(6) investigation summary: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for platelet clumping with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for platelet clumping with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. It is understood, however, that patient conditions and sample processing conditions can result in anomalies as described in this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes that an unspecified number of tubes had clumped platelets. The sysmex xn hematology analyzers did not flag for platelet clumping but it was observed under manual microscopy. There was no health impact or consequence reported.